Manufacturer narrative:
Insulin pump received with blank display and constant tone alarm due to moisture damage on electronics. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime or compromised forced sensor system test, excessive no delivery test and displacement test due to blank display. Unable to verify button keypad anomaly, low battery alarm and battery icons anomaly due to blank display.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The act and esc buttons were not responsive. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.